Event description:
A discordant, falsely elevated potassium (k) result was obtained on one patient sample tested from a lithium heparin plasma tube on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). A serum tube sample obtained from the same patient (same draw) was tested on the same instrument and an alternate instrument, resulting lower. A new plasma sample was obtained from the patient and tested on the same instrument and an alternate instrument, and results matched the serum tube sample. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens healthcare support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated k result is unknown, as other samples obtained from the same patient resulted as expected upon testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.